Event description:
It was reported that on (B)(6) 2011 the patient was taken to the emergency room (ER) for elevated blood glucose (bg) levels. The patient stated that he experienced bg between 400 - 500 mg/dl and felt sick since the afternoon of (B)(6) 2011 after changing out the site/set. The patient reportedly did not check for ketones. He stated that his bg had not responded to a correction bolus prior to going to the ER. The patient reportedly remained on the pump and was treated with an IV insulin drip in the ER; the patient's bg reportedly decreased to 298 mg/dl. Troubleshooting indicated that the patient had used refrigerated insulin to fill the cartridge the morning of (B)(6) 2011, and air bubbles were found in the tubing and cartridge. The patient stated that there was no leakage, redness, or blood but that there were areas of hardness, lumps and scar tissue at the insertion sites. Troubleshooting indicated that pump histories and settings were correct and that the pump was delivering insulin accurately. Customer support (cs) reviewed recommendations for changing the site/set when bgs are elevated and instructed the patient on removing air bubbles from the cartridge. This complaint is being reported because the patient experienced hyperglycemia while using insulin pump therapy. Use error likely caused or contributed to the reported incident, as the patient was filling the cartridge with refrigerated insulin, leading to air bubbles in the system which can lead to under-delivery of insulin.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a reserved sample from the same lot number #b201737 was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. A fill test was completed with no air bubbles found inside the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.